Event description:
Healthcare professional reported injecting a patient in the glabella/ upper white lip with 1 ml of juvéderm® volbella¿ with lidocaine. Four and a half months later, the patient was seen at the office and noted ¿painful nodules/ granulomas¿ in the glabella and upper white lip. Biopsy was not provided. The patient was treated with antibiotics, corticosteroids, and antihistamine and experienced ¿more swelling.¿ the event is ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.